Manufacturer narrative:
Reported issue of clip failed to release from catheter. The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2015-02929 addresses the first resolution clip device and manufacturer report # 3005099803-2015-02928 addresses the second resolution clip device. It was reported to boston scientific corporation that two resolution clip devices were used during a procedure performed on an unknown date. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue; however, the clip failed to release from the catheter. The same event happened with the second clip. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.